Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this system was exhibiting impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and this lead was removed from service and replaced. No adverse patient effects were reported. The lead is expected to be returned for testing. This product issue will be re-evaluated when additional information is received.

Manufacturer narrative:
Added the event and explant dates. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high impedance measurements. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.